Event description:
It was reported than when the pouch was opened, it was confirmed the film and the release papers have been creased, so it was not used for treatment. Plural dressings of the same lot number were affected. A backup was available. No delay was reported.

Manufacturer narrative:
H6,h10: we have now concluded our investigation for the complaint received. A review of the associated batch manufacturing records did not identify any issue at the point of manufacture which may have caused or contributed to the issue highlighted by the complainant. In addition it can be confirmed that all finished product specification testing was satisfied at the point of release. A complaints history review was carried out using the lot and part numbers provided, there have been no further complaints reported with this issue in the past three years. It was reported that the dressings were used for treatment and creasing was found on the film. The returned samples were visually and functionally evaluated which confirmed this issue. There are checks in place to prevent creasing of the film. If creasing is identified during in-process checks, it is tabbed and recorded in the fault log. On this occasion the operator appears to have missed the issue. Minor creasing can sometimes occur in the film during the adhesive application process at the start or end of the roll. Again visual checks are in place to identify this. The root cause was traced to the raw material issue and a relationship was confirmed between the device and event. As the occurrence of this failure mode is within acceptable range, no further actions by smith and nephew are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. Smith and nephew acknowledge customer concern and are continually investigating ways to develop and improve.